Manufacturer narrative:
The device has been returned to animas. However investigation is not yet completed. When the investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 it was reported that the patient's blood glucose was greater than 500 mg/dl with extreme thirst, extreme urination, nausea, and emesis. The reporter stated that the patient remained on the pump and did not receive treatment other than usual diabetes management. At the same time it was reported that the pump did not maintain the time and date when the battery was out of the pump for less than 24 hours, and that the time/date reset to the default. It is not know if the time/date were incorrect at the time of the adverse event. It was further reported that the health care professional adjusted the basal rate in the pump. It is not known if this adjustment occurred before or after the hyperglycemic episode. This complaint is being reported because the pump cannot be ruled out as a contributor to the hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2017 with the following findings: review of the black box data revealed a manual time change was recorded in the black box on (B)(6) 2017 from 02:57 to 16:20. The time and date reset after a power on reset event on (B)(6) 2017 at 21:25. The pump was powered on next on (B)(6) 2017 at 09:16; deliveries never resumed. A manual time change was recorded in the black box on (B)(6) 2017 from 02:57 to 16:20. On investigation, the pump was powered on and exercised for 24 hours without issue. After 24 hours, the battery was removed for six hours. When the battery was reinserted the time/date reset to the factory default setting. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed accuracy testing and was found to be delivering accurately and within range. No time/date reset to factory default was observed the day of the reported adverse event or prior to the day of the alleged adverse event, but rather a manual time change was noted. The time/date reset event was recorded in the black box the day after the alleged adverse event reportedly occurred.